Event description:
Pt reported the following related to the lap-band system: "the port is closed to the surface and trying to come through the stomach, the area is sensitive and tender, and there is a tiny hole on my stomach to the right of my incision where I can see the port." The pt reported that this was first noticed when a "deflation" occurred and the area became "sensitive and tender." The lap-band system has not been removed. The reported events have not been confirmed by a healthcare professional.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Pain, hyposensitivity/hypersensitivity, and extrusion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time.